Event description:
It was reported that after wearing the pod on the abdomen between 5 and 24 hours, the site was red, irritated and itchy. The patient consulted the dermatologist at an scheduled appointment, where was diagnosed with an allergic reaction and prescribed an antihistaminic cream (locoid crelo 100g) to apply twice a day or as needed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneously reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with (B)(4) ethylene oxide gas with a sterility assurance level of 10-6  per (B)(4)  and eo residual levels in compliance with (B)(4). Each lot  is confirmed to meet requirements for non-pyrogenicity per (B)(4) and sterility per (B)(4) prior to release.